Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va087kx, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reason for the call was to ask for help with the following perceived. The patient spoke with a nurse "some time ago," and the nurse told her someone from manufacturer would contact her to discuss her questions/concerns. The patient was never contacted. The therapy has helped her symptoms "some" but not completely. It was helping her symptoms about 50%. During the night the therapy doesn't work very well. The patient gets up 3-4 times. These symptoms were present prior to implant. The patient has turned her stimulation up in the past. This has not helped her symptoms. It was noted that the patient could not hold the antenna paddle in place. So, troubleshooting could not be performed. The patient stated she would call back when someone could help. The patient stated the symptoms have been present since before implant. Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient was to call the healthcare provider on (B)(6). Additional information received reported their device was removed due to "implant failed." The patient was implanted for urinary dys function/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.